Manufacturer narrative:
Investigation completed on a smiths medical ambulatory infusion pumps/cadd solis vip pumps - 2120 revealed bubbled downstream occlusion seal. The event log revealed (B)(6) 2021 6:43:51 am system fault 46,228 occurred 0 0 0 4. When duplicating event the alarm did not occur, so no fault was found alarm error code was cleared and pump functional. No action was taken.

Event description:
Device evaluation completed and summary in h 10 additional information received by smiths medical on 15-feb-2021 via email attached in complaint object: no patient injury, updated date of event to (B)(6) 2021.

Event description:
Information was received indicating that a smiths medical cadd solis vip pump exhibited error 46228. No adverse effects were reported.